Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored two ventricular episodes with total of five bursts of anti-tachycardia pacing (atp) and five 41j shocks and did not convert the arrhythmia, which appeared to be atrial fibrillation (af) with rapid ventricular response (rvr) and not true ventricular tachycardia (vt). The r-waves and r-r intervals appeared irregular, and the shock electrogram (egm) was similar to the template. Additionally, the device was programmed to vvir, which suggested the patient likely had chronic af. Technical services (ts) recommended following up with cardiology/electrophysiology. This crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.